Event description:
Event description guidant received information that this ventricular lead exhibited oversensing resulting in pacing inhibiton. The pacemaker dependent patient experienced a syncopal episode. Lead damage due to clavicular crush was suspected and therefore, the lead was explanted and replaced.